Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information, the reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported during an unknown procedure, two prostyle devices were deployed, but upon retracting the devices, the knot and sutures came out of groin with the devices. An unknown method was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.